Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) on a telemetry interrogation. It was found that the lead showed a micro perforation, therefore it was repositioned and measurements appeared good. The pacemaker showed a lead safety switch (lss) alert for impedances in both channels, high, out of range but it was determined that the alert was a pre implant alert that was reset and was not related to any malfunction. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.